Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2021-02405. It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker exhibited a diagnostics anomaly due to premature battery depletion. Additionally, it was revealed that the right atrial lead had dislodged. The lead exhibited failure to capture and the helix could not be retracted. The device and lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: please retract this report: 2017865-2021-06644.